Manufacturer narrative:
Correction: item number 487.056 was discovered to be 450.143, manufactured by synthes (B)(4). A manufacturing evaluation was conducted. One tap at the screw head is broken off and was not sent back for investigation. Two taps are strongly bent inward and the fourth tap is deformed at the top. A broken fragment, possibly from the mentioned extraction screw, is stuck in the locking thread. The first thread flank of the screw is flattened. The relevant dimensions can not be verified because the broken fragment was not sent back for investigation and the deformations at the screw. Regarding all damages, it is visible that the anodization layer is worn out, which indicates that the damages were caused post-manufacturing. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity. A product development evaluation was conducted. The part was received with damage including: threads rolled over and deformed, a missing tab at the screw head and the remaining tabs are bent and deformed at the screw head. The screw has numerous areas that are damaged where the anodization has been worn off. A slug of material has been sheared off in the body of the screw. No lot number can be identified on the part. Product development took numerous measurements of the part (particularly in the area of the head). It was difficult to take some measurements due to all the deformation but those taken were all were within spec. Product development also attempted to replicate this failure using similar parts in a sawbones environment. A scenario in which the driver could not remove the screw could not be created. The risk analysis was reviewed. The severity and occurrence are sufficient for this failure mode. All dimensions on the screw appear to be within spec and the failure could not be replicated using similar parts. The cause of the failure cannot be determined with the information provided.

Event description:
Surgeon was performing a c4-c7 anterior cervical fusion with cslp small stature plate. The cslp screw tab broke off on the left c5 screw. Surgeon was unable to remove screw with cslp driver and opted to use a conical extraction driver. The conical extraction driver tip broke off in the screw. Surgeon broke off the other tabs on the left c5 screw so the plate could be pulled over the shaft of the screw. The other three screws were also removed so the plate could be removed. Once the plate was removed, surgeon removed the broken screw with pliers. Surgeon then used the same plate and four new screws to complete procedure with no further problem. There was no reported harm to patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.